Manufacturer narrative:
Samples received: no samples available for analysis. Analysis and results: there are previous complaints of this code-batch regarding the same issue and closed as confirmed after analysis. We manufactured 4,788 units of this code-batch. There are 144 units in stock blocked. Reviewed the batch manufacturing record, this batch had an incidence but was released into the market fulfilling usp/ep and b.braun surgical requirements. Without any sample we cannot carry out an analysis in order to take a decision. However, taking into account that there are previous confirmed complaints for this code-batch regarding the same issue, we consider that this case is confirmed as well. Final conclusion: as there are previous complaints where the samples received did not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that he found the needle detached from the thread before use. There is no patient involvement.